Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the physician and was not returned for evaluation. The root cause cannot be determined. An image was provided and reviewed by mv's product safety physician, who commented, "within this image, the target artery (gda) appears coiled as intended. A section of a non-target vessel contains an embolic coil stretched along part of its length. The image received is consistent with the complaint." The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that treatment was performed to embolize a gastroduodenal artery (gda). During placement of the 4th coil, the coil was difficult to advance and then became stuck in the catheter. Additional manipulations of the coil were made to advance or remove the coil until it unexpectedly detached with 2/3rds of the coil in the gda and 1/3rd of the coil in the catheter. A high pressure injection with saline was used to force the coil out into the vessel; however, the proximal 1/3rd of the coil extended into a non-targeted area, the hepatic artery. The coil was unable to be retrieved with a snare from the radial access site. The hepatic artery did not embolize and remained patent, with observed blood flow. There was no reported patient injury or impact.